Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting to received unit; the breathing bag had a pinhole. The most probable root cause of the issue was deemed to be manufacturing-related; production personnel did not detect and scrapped the damaged breathing bag.. Action(s) taken to mitigate the reported issue(s): qalert was generated to ensure that production personnel detect any missing component. Production personnel was trained in this qalert.

Event description:
It was reported that, during a pre-use check, the customer found a tear in the anesthesia bag. No patient injury was reported.